Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon interrogation, reboot code 6 was received on patient's device. Stimulation was disabled. Tablet data was reviewed. No other relevant information has been received to date.

Event description:
An updated investigation on the reset that occurred in the device was performed. No definite root cause was able to be established despite this additional analysis. Possible causes could include transient sram "soft" errors that could cause a device reset but wouldn't present any long-term issue to the device, transient faults in the oscillator circuitry, an undetermined design flaw within the microcontroller, or a rare firmware issue that has not been able to be identified. Some of these events, such as the sram soft error, would be considered random chance events that are unlikely to reoccur for a particular device while some (such as a microcontroller issue) could potentially lead to additional reboots for a particular device. At the time of investigation closure, of 24 devices considered within scope 3 were known to have had more than one occurrence of the unexpected reset. No other relevant information has been received to date.

Event description:
The issue was investigated further by quality engineering. No distinctive error was discovered. A qe review is documented for this complaint in which a reboot reason code 6 was observed during a clinic visit. Notably, this was the second reset event observed on the patient's m1000 generator. A review of the decoder by customer quality indicated that the patient's generator displayed error warnings related to reboot code 6 on (B)(6) 2022. Review of the decoder shows that the timestamp for the first reset was on (B)(6) 2022 and the second reset occurred on (B)(6) 2022. Based on the above information, the reset signature is different than studied in past investigations; it is likely that a microcontroller issue is the cause; however, other causes cannot be ruled out to date. No other relevant information has been received to date.

Event description:
Review of the data identified two dates on (B)(6) 2022) where the ipg was found disabled due to reason code 6. The approximate reboot times for each of these 2 events are at ~1:34 pm on 2/25/2022 and ~10:08 am on 6/8/2022. In each case, logged information indicates that the cause of the reset was due to a puc; reset of the microcontroller. A puc reset is one possibility. With an overall risk level of low based on an expected occurrence rate of (B)(4) and severity of serious. Based on the expected occurrence rate of this type of error (B)(4) per device year) it is very unlikely that a single device would encounter these soft errors resulting in a puc reset on more than one occasion. Given the single known occurrence of a device with multiple, non-gc5 resets, and documented analysis of potential reboot reasons in these prior investigations no further investigation is planned at this time. No further information has been received to date.

Event description:
Further analysis was performed confirming that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets.

Manufacturer narrative:
B5. Corrected event description, supplemental #3 report: inadvertently left out details on further analysis.